Event description:
The vortx diamond shape fibered platinum coil got stuck in the lumen of the fas tracker-325 infusion catheter. The patient's condition was not affected by this incident. Upon evaluation of the device it was found that the zapped tip of the coil had separated inside the infusion catheter.